Manufacturer narrative:
B3: event date is estimated.

Event description:
It was reported that the patient's lead exhibited high impedances. As a result, surgical intervention was undertaken, and the lead was explanted and replaced to address the issue.

Manufacturer narrative:
The reported event of high impedance was confirmed. As received, microscopic inspection revealed broken wires in the lead will cause high impedance and loss of therapy. The cause for the event remains unknown.